Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. There was an internal battery failure reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a ventilator that was returned to the manufacturer for service. There was no harm or injury reported. There was an internal battery failure reported. During the evaluation of the device at the manufacturer's service center, no significant error was observed. The device internal battery failed. The device's internal battery was replaced to address the issue.